Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited high thresholds and sensing anomalies. During the repositioning attempt the lead exhibited less than 200 ohms impedance, so it was explanted and replaced.